Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011. The patient concomitantly underwent an anterior repair procedure. An indwelling catheter was placed and removed on (B)(6) 2011. The patient was unable to pass urine so the catheter was reinserted. The patient was discharged on (B)(6) 2011 after passing some urine. On (B)(6) 2011, the patient was unable to pass urine again and felt very uncomfortable so she returned to the hospital. An indwelling catheter was inserted again, which is still in place. The patient had an appointment to see the surgeon on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): urinary retention. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.